Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the axle bushing that goes into the camber tube is fractured.